Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the abutment site. On (B)(6), 2013 the patient underwent revision surgery to excise the excess tissue. The implanted device remains.